Event description:
Customer reported that she had unexplained high blood glucose. Paramedics where called to assist her and was hospitalized due to high blood glucose and dka. The blood glucose reading at the time of hospitalization was 544mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.